Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer did not know if the blood glucose level was impacted. The customer had not received another occlusion alarm. As the alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.